Event description:
It was reported that the patient fell on the implantable neurostimulator (ins) and lost stimulation. The patient turned the device off in (B)(6) 2014 and was referred to see a health care provider (hcp). Upon being seen at the clinic, the hcp set the patient up for a lead revision. The cause of the event was that the patient fell and it was not device related. The patient was doing good now as they had had a lead replacement and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0d84n, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient&#38112;lead was explanted and the primary reason for explant was failure.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found the outer insulation to be separated at the butt joint at the proximal end. Conductors were exposed where the outer insulation separated from the butt joint, but this would not impact the performance as the conductors are individually insulated. The lead was tested electrically and passed continuity and shorts tests. The outer insulation being separated at the butt joint was not the cause of the reason for return. The coils were not stretched and the total measurement length of the lead was 28.1 centimeters. The lead showed no signs of any overstress or damage.

Event description:
Additional information received from the manufacturer representative (rep) reviewed that the lead was explanted due to failure due to a patient fall. The lead was returned. The patient recovered without sequela.